Manufacturer narrative:
E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom it was reported that patient faced infusion set leakage fron site event on (B)(6) 2024. The insertion site was at abdomen and the event occurred after 30 hours of insertion. Patient blood glucose level at the time of event was14.8 mmol/l. No further information available.